Event description:
It was reported that this right atrial (ra) lead exhibited a high pacing impedance with loss of capture, which the physician suspected to be caused by a lead fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.